Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving clonidine, bupivacaine and morphine (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the pump had run out of medication and the patient had experienced withdrawal because of it. The pump was refilled (B)(6) 2018. The patient was admitted (B)(6) 2018 for hypotension and drowsiness. The patient had a very extensive cardiac history. The hcp thought the hypotension and drowsiness was due to a medical history with cardiac issues and that 80% of the patient's issues were related to their cardiac history. The patient was doing ok at the time of this report and would follow up with the pump doctor after being discharged. No further complications were reported.